Event description:
Per additional information provided: on (B)(6) 2010 - patient was diagnosed with spigelian hernia on the left side thereby underwent open repair with the implant of sepramesh ip (device #1). Per operative notes, ¿a transverse incision was then made in the patient' s left lower quadrant and carried down to the level of the fascia. The subfascial plane was then dissected circumferentially from the spigelian hernia to create a pocket to place mesh. A sepramesh ip (device #1) was placed and sewn into position in the subfascial plane above the spigelian hernia using sutures.¿ on (B)(6) 2011 - patient was diagnosed with incisional hernia and pelvic pain thereby underwent laparoscopic repair with the implant of sepramesh ip (device #2). Per operative notes, ¿there were some adhesions noted in the previous site of spigelian hernia repair, and these was taken down. A recurrent hernia was noted just inferior and slightly lateral to the prior hernia repair. At this point a seprame ship (device #2) was introduced onto the field and tacked. The suture passer was used to grasp the previously placed sutures in the mesh.¿ on (B)(6) 2015 - patient was diagnosed with umbilical incisional hernia, recurrent incarcerated incisional hernia of the left lower quadrant and abdominal pain thereby underwent laparoscopic repair with the implant of ventralex st (device #3). Per operative notes, ¿took down the adhesions that were noted in the right upper quadrant, left upper quadrant and left lower quadrant using sharp dissection. Noted the previous hernia that she had repaired in left lower quadrant had recurred and was incarcerated with omentum. The old mesh had folded over itself then were able to take the old mesh and replace it over the hernial defect. Then turned the attention into the incisional hernia in the umbilicus, which was then reduced. A large ventralex st mesh (device #3) was introduced into the abdominal cavity.¿ 17-aug-2016 - patient was diagnosed with recurrent umbilical incisional hernia, recurrent spigelian incisional hernia and abdominal pain thereby underwent laparoscopic repair with implant of two ventralex st meshes (device #4 & #5). Per operative notes, ¿noted multiple adhesions to the anterior abdominal wall as previously noted. There was a very small defect in the lateral edge of the previously placed mesh (device #3). After clearing the adhesions of the abdominal wall, noted a small recurrent hernia near the umbilicus. Then, a medium ventralex st mesh (device #4) was placed into abdomen and secured. Then attention to the recurred incisional spigelian hernia in the left lower quadrant, placed a small ventralex st mesh (device #5).¿ on (B)(6) 2017 - patient was diagnosed with left inguinal hernia and chronic left groin pain thereby underwent open repair with explantation of old meshes (device #1, device #2 and device #5) and implant of bard flat mesh (device #6). Per operative notes, ¿encounter dense areas of thickened scar tissue. Identified the ilioinguinal nerve and performed a neurolysis. Identified the previously overlay repair for spigelian hernia, this mesh was in the way of repair and appeared to be ingrown into the muscle fibers of the external oblique and internal oblique musculature. Explant the mesh from the muscle fibers that had become ingrown into it. Then attention to the floor of the inguinal canal, chose a bard flat mesh (device #6), was trimmed to floor of the inguinal canal and secured. ¿ attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It is also alleged that the patient underwent additional surgeries on (B)(6) 2015 for laparoscopic incisional hernia repair.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents ventralex st (device #3). Additional supplemental emdr's were submitted to represent sepramesh ip (device #1 & #2), ventralex st (device #4 & #5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.